Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange procedure conducted due to normal battery depletion, it was observed that there was lead abrasion noted on the right ventricular (rv) lead. Moreover, loss of capture was also noted on the rv lead. An adhesive was applied on the abraded site on the lead and reconnected it with the new device to resolve the event. The patient was stable with no consequences.